Event description:
It was reported that an unknown failure occurred on the homechoice device during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.